Manufacturer narrative:
Reporting institution name address and institution phone: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the touchscreen was misaligned. No patient involvement. Calibration was performed but the issue persisted. The service engineer replaced the touchscreen and testing was successful. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
The touchscreen was returned for failure investigation. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure is not duplicated. There is no fault found on this returned touchscreen assembly.